Event description:
During on-site service, the baxter service technician experienced low battery alarm on a flogard infusion pump. Additional information is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the power on self-test a low battery alarm occurred. The alarm was caused by a damaged fuse which was preventing the battery from charging. The battery and the fuses were replaced. The pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.